Manufacturer narrative:
On 1/29/2020, additional information was received indicating the patient also experienced capsular contracture baker grade unknown on the left side. On 2/6/2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during visual evaluation of the sample it was noticed a leakage at the union between valve and shell, also a crease was noted in the anterior view microscopic examination was performed and the cause of the rupture could not be identified. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor smooth round moderate profile 375cc, catalog number 3501660, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 375cc breast implant and experienced deflation on the left side postoperatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 300cc, catalog number 3507300mc, serial number (B)(4) (l) and serial number (B)(4) (r) on (B)(6)2020.